Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 1.86" x 0.6835" was found to be broken off. The broken piece was still attached to the instrument's conductor wire. Components adjacent to the broken grip do not show damage. The instrument was found to have a dislodged molded insulator at the distal end. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's distal jaw became bent. The instrument was replaced with a back-up. The procedure was completing as planned with no reported injury.